Event description:
It was reported that during the removal of the pta balloon catheter after post-dilation, the balloon snagged on the stent and some of the fibers on the balloon became disrupted. Reportedly, the balloon was able to be removed and the stent placement was not altered by the removal of the balloon. There was no stent movement. There were no adverse effects and no patient injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.